Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2001. It is further alleged that he suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2001. It is further alleged that he suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Manufacturer narrative:
Reported event: an event regarding elevated ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a patient who underwent implantation of a citation femoral stem and lfit cocr head on or about (B)(6) 2001. I cannot confirm this with certainty since I was not provided with any documentation such as doctors notes, operation notes or x-rays. According to the product summary the patient developed excessive levels of chromium and cobalt in her blood but had not yet scheduled revision surgery. If indeed the patient developed excessive metal ion levels, I would not be able to confirm the root cause with certainty. The causes of excessive metal ions in the blood are multifactorial, including patient host factors, patient activity level and bmi, surgical technique factors, especially in the preparation or lack thereof, of the femoral trunnion and bore of the femoral head. Implant factors are a possibility as well. If the patient does undergo revision surgery, then the explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical examination." -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a patient who underwent implantation of a citation femoral stem and lfit cocr head on or about (B)(6) 2001. I cannot confirm this with certainty since I was not provided with any documentation such as doctors notes, operation notes or x-rays. According to the product summary the patient developed excessive levels of chromium and cobalt in her blood but had not yet scheduled revision surgery. If indeed the patient developed excessive metal ion levels, I would not be able to confirm the root cause with certainty. The causes of excessive metal ions in the blood are multifactorial, including patient host factors, patient activity level and bmi, surgical technique factors, especially in the preparation or lack thereof, of the femoral trunnion and bore of the femoral head. Implant factors are a possibility as well. If the patient does undergo revision surgery, then the explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical examination." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.